Event description:
The customer noticed the following errors: o2 pressure alarm with supply pressure above 5.1 bar, no o2 supply (concentration o2 stays at 21%); triple tidal volume, the servo is self triggering.